Event description:
Caller reported a temperature alarm occurred. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was unable to clear alarm or resume insulin, so technical support decided to replace pump. Since pump was out of warranty, caller expressed interest in obtaining an out-of-warranty loaner pump.